Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the water got into the insulin pump and it stopped working. The customer's blood glucose level was 349 mg/dl at the time of the incident. The customer stated that the insulin pump was off and had nothing on the screen. The customer was swimming with the insulin pump. The customer stated that they do hear fluid when shaking the insulin pump. The customer stated that they see fluid under the lcd. The customer stated that the insulin pump was not dropped. The customer was advised to revert to backup plan per the healthcare professional¿s instructions. The device will be returned for analysis.